Event description:
It was reported that the patient experienced inadequate stimulation and a burning sensation. The patient underwent an implantable pulse generator (ipg) revision procedure and is doing well post-operatively.

Manufacturer narrative:
Returned ipg sc-1232 sn:(B)(6) was analyzed and passed all tests performed. The labeling review for the devices conducted determined that the reported event is a known inherent risk with implanting a pulse generator as part of a system, as documented in the instructions for use (IFU).

Event description:
It was reported that the patient experienced inadequate stimulation and a burning sensation. The patient underwent an implantable pulse generator (ipg) revision procedure and is doing well post-operatively.